Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of unaesthetic effect and edema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of unaesthetic effect and edema as follows: undesirable effects: "the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. Poor effect or weak filling effect."

Event description:
Healthcare professional reported patient was injected by a plastic surgeon to the nasojugal fold and lower side of the eye with unspecified juvederm ultra. Patient requested that the reporting physician "remove the filling performed 2 years ago due to the unaesthetic effect and edema in the morning." The reporting physician wonders if there is still filling on the site from the injection 2 years prior to the report or whether there is a recurrence of the fat pockets that were removed 2.5 years prior to the report. Several months later the injecting plastic surgeon treated the patient with hyaluronidase and the symptoms resolved.